Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the pump connector was cracked after the user repeatedly reused a single connector and that replacement connectors were not included in subsequent supply orders, leading to inability to use the pump until a replacement order was issued. Symptoms included no reported clinical effects and no alerts or alarms. Outcomes included temporary interruption of insulin delivery with the user unable to use the pump. Investigation included complaint history review, device history records review, technical support review, and user education on proper use and supply replacement. Investigation of this case revealed physical damage to the connector attributable to repeated reuse and normal wear, with user practice not aligned with recommended replacement at each supply change. It was concluded that the device experienced a component failure of the connector due to reuse, that user education was provided, and that a replacement was issued to restore therapy.